Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, it was noted that the drive coupler was defective, which resulted in not being unable to establish a good connection with the handpiece. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02560 and medwatch 2210968-2012-02561. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Conclusion: the actual device involved in this event was returned for evaluation. The device operated as intended during evaluation.